Event description:
It was reported there were error codes f6 (rf module communication with the controller processor has failed) with a new generator. There was no pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition with minor scratches on the surface. The unit delivered rf energy correctly into the fixed resistors. The unit exhibited 5 f6 faults in the last 9 days of use. Pulsar units are subject to f6 fault codes from time to time. Anecdotal evidence suggests that the location of other equipment in the surgical field can affect a generator's ability to communicate internally w/o f6 faults. The rf controller to ucb wire harness was replaced to address the communication issue. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.